Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) interrogated a ¿gray bar¿ status indicating that the battery voltage level is not acceptable for implant. The device battery longevity was less than expected. The device was not used for implant. There were no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.